Event description:
The manufacturer received information alleging a ventilator was not reading the fio2 percentage accurately on the screen. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was not reading the fio2 percentage accurately on the screen. There was no harm or injury reported. The manufacturer's field service engineer evaluated the device and replaced the oxygen blending module board to address the issue. The component was returned to the manufacturer's product investigation laboratory (pil) for additional evaluation. The original log was not available for the pil technician to review. The pil technician placed the oxygen blending module board on the multifunctional test station and the component passed all testing. The technician concludes the component operates as designed.